Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "led defective" was confirmed, and further defects were detected. In total the following defects were detected: ·led lights up dimly ·blade damaged ·housing worn ·cover damaged the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the described fault is due to mechanical damage caused by the user. Due to the damage to the cover and blade and the worn housing, a loose connection or damage may have occurred inside where the electronic components responsible for the light output are located, resulting in a defective light. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that led is defective. No negative impact in state of health reported.